Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The directlink module was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the regular icp module calibration steps were carried out to calibrate the machine with the hospital monitor. Zeroing process of the sensor in sterile saline before implantation in the patient with a display of zero on hospital monitor. Icp readings were obtained and was working perfectly in giving icp readings. The patient went for a CT scan and came back and surgeon reconnected the sensor while pressing the zero and arrow button simultaneously with the green light being lit after that but displaying false readings of icp on the patient bedside monitor. It was tried disconnecting and reconnecting the module again and repeating the same steps but it still didn't give any icp reading. The sensor was disconnected twice and reconnected before the CT scan and it was work of no or incorrect icp reading started after the patient went to CT scan.